Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2021 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-sep-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited several loss of power and power disconnects.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Log file analysis revealed thirty-one (31) motor start events recorded on (B)(6) 2020 at 23:41:58, (B)(6) 2020 at 23:21:00, (B)(6) 2020 at 05:01:09, (B)(6) 2020 at 15:01:52, (B)(6) 2020 at 09:12:56, (B)(6) 2020 at 07:26:09, (B)(6) 2020 at 20:02:41, (B)(6) 2020 at 18:31:36, (B)(6) 2020 at 02:14:20, (B)(6) 2021 at 17:09:34, (B)(6) 2021 at 11:34:38, (B)(6) 2021 at 12:22:15, (B)(6) 2021 at 12:54:08, (B)(6) 2021 at 12:56:07, (B)(6) 2021 at 08:53:22, (B)(6) 2021 at 15:46:09, (B)(6) 2021 at 11:06:57, (B)(6) 2021 at 10:51:02, (B)(6) 2021 at 13:14:37, (B)(6) 2022 at 08:51:39, (B)(6) 2022 at 17:15:33, (B)(6) 2022 at 17:22:29, (B)(6) 2023 at 11:05:37, (B)(6) 2023 at 12:57:55, (B)(6) 2023 at 18:43:47, (B)(6) 2023 at 18:01:33, (B)(6) 2023 at 08:25:38, (B)(6) 2023 at 13:33:38, (B)(6) 2023 at 06:23:44, (B)(6) 2023 at 15:16:10, and (B)(6) 2023 at 00:56:58, in which the motor start parameters were atypical. Log file analysis also revealed several instances of power consumption above normal operating range within the analyzed period; however no high watt alarms were logged during the analyzed period. Additionally, log file analysis revealed decreases in power consumption and estimated flows from (B)(6) 2023 through (B)(6) 2023 and one (1) low flow alarm was logged on (B)(6) 2023 at 21:32:36. Log file analysis revealed two (2) controller power-ups with associated motor start events logged on (B)(6) 2023 at 15:16:02 and on (B)(6) 2023 at 00:56:48, indicating losses of power to the controller. The events leading up to the first loss of power could not be determined since the available data log file did not cover the period in which the controller power-up was recorded. The data point recorded prior to the second loss of power revealed that the adapter was connected to power port one (1) and that (B)(6) was connected to power port two with 95% relative state of charge (rsoc). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and that (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. It is likely the observed losses of power are related to the reported "power disconnects". As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, patient related factors, inappropriate pump rotational speed, and/or inappropriate setting of the alarm threshold. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed that the ventricular assist device (vad) had multiple motor start events with parameters outside of expected range, power above normal and low flow alarms. The vad remains in use. No patient complications have been reported as a result of this event.